Event description:
Patient reported the buttons on the infusion device do not function. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 errors were found in the history list. The down button is permanently active due to an external mechanic damage. As result of the defective button, the pump correctly triggered an unclearable e8 error message and no other button could be activated.